Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states acetabular liner revision performed on (B)(6) 2016 by hospital. Patient reports pain and clunking in hip. Normal ion levels. On revision of the liner surgeon reports no corrosion or metalosis. No abnormality or bone loss seen on x-ray. Rep was present at the revision but not the primary surgery. The metal liner and head were replaced with a ceramic ts head and ceramic liner. No delay in surgery. Patient still in immediate post op phase. Primary surgery was on (B)(6) 2005. X-ray available, no other information available. A review complaint databases and manufacturing records did not identify any anomalies. The products and x-rays were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular liner revision performed. Patient reports pain and clunking in hip.